Manufacturer narrative:
The explanted devices were returned to gore for investigation. Submitted in formalin were eight gore® excluder® aaa endoprosthesis fragments; four trunk ¿ ipsilateral leg endoprosthesis fragments, four contralateral leg endoprosthesis fragments, three constraint sleeve fragments, and 6 wire fragments. Device fragments had been transected prior to arrival at w. L. Gore and associates. The albumen of all device fragments were generally devoid of tissue except for scattered plaques of friable red brown material. The sealing cuff on trunk f-1 had thicker abluminal tissue. All fragment lumen (except trunk f-1) were largely filled by loosely adherent friable brown tissue. Trunk f-1 was patent and had a friable thin layer of friable loosely adherent tissue. Fragments of the proximal contralateral leg were nested inside the distal fragments of the trunk component. The iliac extender fragments were entirely nested inside the mid to distal contralateral leg fragments. Histopathological examination of three tissue specimens from the ablumen of trunk f-1, the lumen of clf-1 nested within trunk f-2, and the lumen of clf-3 was performed. The luminal and abluminal tissue consisted of hypocellular amorphous proteinaceous coagulum consistent with degenerate thrombus. There was no evidence of collagenous organization in the sections examined and no difference was noted between the material associated with the abluminal and luminal surfaces of the fragments. There was no evidence of infection or inflammation. Sections were consistent with normal aneurysmal sac content and luminal thrombus. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at w.l. Gore & associates, inc. The disruptions are consistent with a surgical procedure. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
Additional excluder® devices included in this report: pxc141000/14349446, pxc121400/14301493, plc271400/14158235, and plc271400/14001855 UDI¿s: (B)(4) CT images dated (B)(6) 2016 and (B)(6) 2017 were received by gore from the facility and an imaging evaluation was performed. Images dated (B)(6) 2016 appeared to show patent aortic flow from the level of the renal arteries through to the common iliac arteries. CT images dated (B)(6) 2017 revealed patent flow at the level of the right renal artery; however, the aortic flow lumen at the level of the left renal artery appeared to be approximately 95 percent occluded. There also appeared to be a complete occlusion of the aortic flow lumen distal to the left renal artery, and through the common iliac arteries. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2017, the patient presented to the facility complaining of weakness in both lower extremities and difficulty walking. Computed tomography (CT) scan reportedly revealed the entire stent graft system was completely thrombosed. According to the report, the patient¿s infrarenal anatomy was moderately tortuous, including an angulated proximal neck (degree of angulation unknown). The physician believes the tortuous anatomy may have compromised the patency of the device and caused the occlusion. An open surgical intervention was scheduled, but has been postponed to a later date..

Manufacturer narrative:
Patient medications include crestor, lasix, combivent, micotin, kenalog, lopressor, zocor, cozar, glucophage, prilosec, and nitrostat. On (B)(6) 2017, then patient underwent an open procedure whereby the excluder® devices were partially explanted, and the vasculature was surgically repaired. The thrombosis was resolved and the patient tolerated the procedure. The explanted devices will be returned to gore for analysis. (B)(4) results pending completion of explant evaluation.